Manufacturer narrative:
Insulin pump has in an intermittent button due to corroded keypad traces. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
Customer called reporting the buttons on her insulin pump are unresponsive. Her blood glucose is 72 mg/dl. Customer said she went outside to watch fireworks and when she came in to bolus, the keypad seemed stuck. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.